Event description:
The customer reported that while the unit was in use on patient, the waveform became jittery, noisy, and then collapsed to a straight vertical line. The patient was switched to another unit and therapy was continued. No patient injury was reported.